Event description:
During a laparoscopic hernia repair procedure, the staples did not form properly. The surgeon applied another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.